Manufacturer narrative:
The device was returned to olympus repair facility for evaluation, the customer¿s allegation was confirmed. In addition, evaluation of the device observed the following: the production label was not correct; the angulation was below service standard, the right/left and up/down knobs were loose; the plastic distal end cover, the objective lens and light guide lens were chipped; and the bending section cover was cracked. Furthermore, as reported in b5 foreign material was found in the nozzle and this condition is attributed due to insufficient cleaning and handling problems. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. -the scope was cleaned, disinfected, and sterilized before sending to olympus. - the customer has no idea about what the foreign material is. <precleaning> -there was no delay in the start of precleaning. The device was cleaned immediately. -the customer aspirated water through the instrument/suction channel. <manual cleaning> -there were no abnormalities in the accessories used for reprocessing. -the customer did not presoak the endoscope in the detergent solution. - has the customer wiped/brushed the instrument channel outlet with clean lint-free cloths, brushes, or sponges? A double headed brush was run through the scope per protocol. -the customer brushed the instrument channel, instrument channel port, and suction cylinder. -olympus scope cleaning protocols were followed when reprocessing the scope. Then the device was boxed up and sent in for repairs. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during preparation for use, the videoscope lens cleaner was not working. During the evaluation, the following reportable issue was found that per advanced diagnostic, the air/water cylinder was clogged. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.